Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was reported the patient was hospitalized for the event the same day as onset. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened after starting pd therapy. Treatment for the event was not reported. At the time of this report the patient remained hospitalized and was not recovered from this hernia event. The same day as onset, pd therapy was temporarily discontinued and hemodialysis was started. Additional information was unable to be obtained as the reporter declined to give further information.